Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
During baxter's device evaluation for an unrelated complaint, it was discovered that the device alarmed "downstream occlusion" when no occlusion was present. There was no pt involvement.